Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified an internal electrical component that had shorted and emitted smoke resulting in the reported clinical observations. Following repair of the unit, this programmer operated as expected.

Event description:
Boston scientific received information that the programmer's zoom antenna was broken. The programmer was returned for analysis. No adverse patient effects were reported.